Event description:
It was reported that the patient underwent transurethral plasma resection of the prostate on (B)(6) 2022, and an indwelling catheter was placed after surgery to drain the urine. The patient's catheter balloon was ruptured on (B)(6) 2022, then the urinary catheter slipped out of the body which was informed to the doctor and the catheterization was stopped. There was no adverse effect on the patient. Per follow-up information received via ibc on 10feb2022, stated that there was no missing pieces of the balloon and there was no impact to the patient. The customer used paraffin lubricant.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
Upon further review of the investigation, bd has determined that this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent transurethral plasma resection of the prostate on 11january2022, and an indwelling catheter was placed after surgery to drain urine. The patient's catheter balloon ruptured at 6.30 on (B)(6) 2022, the urinary catheter slipped out of the body which was informed to the doctor and the catheterization was stopped. There was no adverse effect on the patient. Per follow-up information received via ibc on 10feb2022, stated that there was no missing pieces of the balloon and there was no impact to the patient. The customer used paraffin lubricant.